Event description:
During a follow-up interrogation, a ventricular burst was detected in aida. However, review of the burst showed that the duration was incorrect because only 5 consecutive ventricular events existed at that time. The device remains implanted.

Manufacturer narrative:
January 04, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Method: since the device remains implanted, the files from the programmer were reviewed. Result code (other): the files showed that the episode related to the reported event reveals no anomaly. Conclusion: the complainant was not aware of the criterium used to decide whether an episode is complete. Therefore, the device and programmer operated as specified and as expected. In this episode, the onset is quite clear; the 4 accelerated v cycles following the pvc triggered the event (starting point is shown on the 4th accelerated vs). Unfortunately, marker chains and egms corresponding to the end of this episode were not stored because the episode was too long. However, available marker chains do not show 5 subsequent un-accelerated ventricular events, and such a sequence was certainly not observed during the whole episode duration, i.e. 30 seconds (indeed, many pvcs are observed in the available marker chains and egms). If the whole episode was stored in the device memories, this ending sequence could be observed. Therefore, device and programmer operated as specified and as expected.